Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The tubing detached from the quick release (connector) after set was used for 2 days. No further information was available.